Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. Both pitch cables were frayed at the distal clevis and one grip cable was frayed at the distal idlers. The frayed strands stuck out at the wrist. There was non-intuitive motion. The intuitive motion was not being experienced because of a derailed grip cable at the clamping pulley. The grip cable was found off-track its slot causing movement issues. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that a frayed cable was observed on the prograsp forceps instrument. The instrument would not move during the procedure. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.